Event description:
A patient reported they were seen in ER. Their one touch basic meter allegedly would only prompt insert strip and clean test area messages. There was no result on their meter. At the hospital, patient was told their sugar was running high. Patient was in the hospital for 8 hours, then released. Patient reportedly was coughing and had a sore throat. No further information has been reported.